Manufacturer narrative:
The lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance of 2,019 ohms. The rise in impedance was noted to be gradual since implant. It was advised to increase the rv daily measurement (dm) to 3,000 ohms. This rv lead remains in service and no adverse patient effects were reported.